Event description:
During a breast biopsy resistance was felt as the tissue maker was deployed. A second tissue marker was used with the same issue and was replaced with third device and the procedure was completed. Two devices were returned for analysis.